Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found clavicle crush breaching all the lumens at 29.9cm to 31.0cm from the distal tip. The cause of the reported event was isolated to the clavicle crush damaging the ring electrode etfe cable coating and ptfe liner of the inner coil.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.